Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the oversensing resulted in pacing inhibition. It was reported that the patient was not ra pacemaker dependent, however, the reason for replacement was due to the pacing inhibition.